Event description:
It was reported that during a procedure the light cord on the flyte lighted helmet started smoking and the light source melted in the case. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.